Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During troubleshooting, it was found that a supply bag was loosely connected to the supply line and disconnected. The technical service representative assisted with clearing the alarm and the patient would start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag connection was loose and the bag disconnected, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.